Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on j6 / electronic board 1, pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, cracked case near belt clip slot corners, cracked case(battery tube), cracked case, cracked retainer and scratched around casing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery alarm on the insulin pump. Customer¿s blood glucose level was 20.6 mmol/l. Troubleshooting for the low battery alarm was performed. Customer advised the insulin pump died and did not alert for an eight hour period. Customer advised the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.